Event description:
A us distributor contacted zoll to report that a patient developed a sore on their back under the lifevest equipment. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's nurse dressed the sore with a bandage. Follow up indicated that the sore improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.